Manufacturer narrative:
MDR 3003442380-2026-51102 / initial 3 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported experiencing a bent cannula event on 16 jun 2026 which resulted in high blood glucose event (360 mg/dl), the elevated blood glucose was successfully managed by the patient through self-administration of insulin injections, resolving the issue with no further complications.